Manufacturer narrative:
(B)(4).

Event description:
It was reported that the egv readings and trend graph are not updating. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. Confirmation of the complaint and the probable cause could not be determined via data. No injury or medical intervention was reported.